Manufacturer narrative:
The cause of the pump stop is unknown. This event is also reported under MFR #2916596-2020-00460. The patient was initially put on a non-grounded patient cable on (B)(6) 2017 which is captured under MFR #2916596-2017-02108. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an alarm at home and was not feeling well for 1 to 2 minutes. The patient came to the hospital and was asymptomatic. There was an issue with data transmission from the system controller. The system controller was exchanged. Upon interrogation of the device, a low flow alarm on 2:30 pm and a pump stop with atypical speed was observed. The pump restarted with yellow wrench alarm and system controller fault. The cause is unknown. Patient was transplanted on (B)(6) 2020. The patient is connected to the power module with non-grounded patient cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. The pump was returned with the driveline severed approximately 3¿ and 16¿ from the pump housing. Examination of the driveline revealed an area where rescue tape was applied to the driveline approximately 3¿ to 4¿ from the controller connector. There was a small tear in the silicone jacket beneath the rescue tape, approximately 4¿ from the controller connector. The bionate layer beneath the silicone jacket revealed an area of distortion approximately 5.5¿ from the pump housing, with a small tear in it. There was wear and discoloration of the braided shield approximately 4¿ to 10¿ of from the pump housing. Electrical continuity testing did not reveal any discontinuities. Visual inspection of the driveline revealed breaches of the insulation of multiple wires. There were breaches in the insulation of multiple wires adjacent to where the driveline was severed approximately 3¿ from the pump housing (approximately 2.5¿ to 3.5¿ from the pump housing). On the proximal side of the cut, there were breaches in the insulation of the orange, yellow, and brown wires. On the distal side of the cut, there were breaches in the insulation of the orange and red wires. There were additional breaches in the insulation of the yellow wire approx. 5¿ from the pump housing, the brown wire approx. 4.5¿ from the pump housing, and red wire 5.5¿ and 7¿ from the pump housing. The breaches in the insulation of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. If the exposed conductors of wires from two different phases simultaneously contacted the braided shield while the system was operating on an ungrounded power source, the resulting short could have contributed to the reported pump stoppage events. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. Incidental findings: an incidental finding of damage to the silicone jacket was confirmed during this investigation. Additionally, an incidental finding of rotor thrombus was confirmed during this investigation. Upon disassembly of the returned pump, examination of the pump revealed a flat, red, tissue-like thrombus formation was loosely seated on one of the blades of the rotor. The thrombus lacked laminated layering, suggesting that it did not initially form on the rotor; however, its origin could not be conclusively determined. The duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.